Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78-30, and manufacturing site of a.i.d.d longford in section d of this report to architect i2000sr, list number 03m74-02, and manufacturing site of abbott manufacturing texas MDR number 1415939-2019-00177 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier: complete sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg for 1 sample. The following data was provided: (B)(6) 2019, sid (B)(6), initial result = 423.02 iu/l (positive), repeat result = <1.2 iu/l (negative). No impact to patient management was reported.